Event description:
It was reported that the patient underwent a removal and exchange of an intraocular lens (iol) in a secondary procedure due to experiencing symptoms of poor vision. It was stated that there was no incision enlargement during the explant, and no complications were reported. Patient stated to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). Manufacturing record review concluded that the device manufacturing records were reviewed and showed no deviations. In addition, the diopter measurement records for this particular lens was verified and shown to be within specifications. In conclusion, the batch has passed all acceptance criteria for all tests performed and is within all specifications. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.